Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 10/03/2016. Device returned to manufacturer ¿ yes. Device evaluation the intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and stress marks in both sides of the cartridge tube and tip was observed. Which are typically caused and/or may well appear by the pass of the iol thru the cartridge. The cartridge tip was also deformed. There was substance at the cartridge tube consistent with initial report. As per laboratory report and subject matter expert (sme) assessment can be concluding, that the emerald c30 cartridge consist of polypropylene material. However, the brown foreign material located inside the cartridge tube is consistent with a mixture, possibly composed of polyvinyl acetate/acrylate and polyamide species. With the information provided, this debris/particulate could not be associated to the manufacturing process. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, evaluation of seal lab results, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report or documentation or labeling change is required. Escalation is not required. Abbott medical optics will continue to monitor this type of complaint. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
As the lens advanced into the tip, the surgeon saw a small piece of matter that seemed to get pushed along the cartridge as the lens was advanced. The surgeon managed to suck it back into the cartridge. There was a delay of a few minutes to the procedure. There was no injury to the eye and no impact on the patient. The outcome is as expected. No additional information was provided to abbott medical optics.